Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusions occurred during bolus delivery. Reportedly, the cartridge and infusion set was changed to resolve the reported issue. Customer's blood glucose level was in the 200 mg/dl range. The reported issue was not occurring at the time of the report; therefore, troubleshooting with tandem technical support was unable to be performed.